Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. It was reported that the device was not used past its expiration date.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the procedure,two fluid loss alarms registered on the machine, with no signs of actual cervical leakage. The procedure went fine. On (B)(6) 2014, patient had a follow up visit with the physician and presented with symptoms of urinary incontinence. During the physical examination, it was found out that the patient had a vesicovaginal fistula. The fistula was treated according to guidelines. On (B)(6) 2014, the patient had her second follow-up visit with the physician and was reported to be ¿fine¿.